Manufacturer narrative:
The device has not been returned to the manufacturer.

Event description:
A medtronic representative reported that a surgical plan was created, the pt was registered, and then draped. A burr hole was made into the skull and the dura was slit. As the sterile vertex arm was attached, the surgeon found that it would not lock into position. Surgery was delayed two hours and then rescheduled to 5 days later. The result of the second surgery was that the surgeon was able to successfully get a biopsy specimen. The doctor reported that the pt is doing fine.